Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 13-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 5.0 mg/ml of dilaudid at an unknown dose via an implantable pump. The indication for use was not provided. It was reported the patient's pump was flipping due to the patient's body size and shape. The patient's catheter was kinked. The doctor tried to revise the catheter but decided to explant the system (B)(6) 2020. The pump was discarded, therefore, it would not be returned for analysis. The catheter was tied-off in the patient. The issue was resolved as of (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.